Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient mentioned something was going on with their controller when they went to check the group settings the numbers are all zero. The issue began four or five days ago. The patient mentioned 2 days ago they kept it on group c and when they went to check the controller the numbers reset back to zero. The patient mentioned when they took a nap they noticed the therapy was all zero and they couldn't feel stimulation. The patient mentioned they charged their implant every two days; they noticed their implant was still 90% and their implant didn't increase in charge. The controller showed 80% and implant 90%. The patient mentioned they did a test to see if they feel the stimulation by coughing really hard and noted they didn't feel the stimulation by coughing. The manufacturer's patient services specialist (pss) confirmed stimulation was on and adaptive stimulation was on. Pss walked the patient through adjusting stimulation while in a specific position and pss confirmed the implant is detecting the current position of the patient. Pss confirmed when the patient was laying down and upright the controller showed the desired therapy settings the patient set. Pss asked and the patient mentioned they don't feel stimulation at all. The patient mentioned they weren't sure what the settings were supposed to be for each group and need help to get setting for all 3 groups. Pss reviewed role of the manufacturer representative and provided the national answering service number. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.